Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, at sterile processing department the shaft for trephine attachment was broken. There was no patient and procedure involvement. This report is for one (1) shaft for trephine attachments. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.111.030, lot l967574: manufacturing site: bettlach. Release to warehouse date: july 24, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. A product investigation was completed: the shaft for threphine attachments was received with one of the distal tabs completely broken off. No fragments were returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as relevant parts/features were not returned. The relevant drawing was reviewed. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. The complaint condition is confirmed as the shaft for threphine attachments was received with one of the distal tabs broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.